Event description:
Customer alleged that the unit was leaking cidex onto the floor. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse replaced the disinfectant reservoir because it was leaking. The fse verified that the system meets manufacturer's specifications.